Event description:
The pt had a cataract extraction with intraocular lens implantation, right eye on (B) (6) 2010. The scrub tech prepared the lens by loading it into the monarch ii cartridge. This is done by orienting the lens with the picture on the cartridge and inserting the lens with the loader that folds the lens in half. The lens was found to be upside down when the surgeon implanted it in the eye. It is believed the lens was either loaded incorrectly or flipped upside down. The folded lens is routinely viewed under the microscope by the surgeon who reported it appeared to be folded correctly. However, at application, it was upside down. The surgeon attempted to rotate the lens, but was not successful. On (B) (6) 2010, the pt required a second procedure to remove the lens and implant a new one.